Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, catheter was successfully inserted in right jugular vein with good back flow observed and subsequently maintenance dialysis session was completed successfully. During dialysis session, a leakage was observed from the bifurcate (hub) and crack in red (arterial) ultem adapter. Dialysis session was stopped immediately. Patient was shifted to cath lab and new catheter with similar model number was inserted successfully. Good back flow was observed. Patient completed dialysis session successfully. There was a blood loss of 5 milliliters. The catheter was not repaired. Betadine and chlorhexidine were the cleaning agents used on the catheter. There was no tego utilized. There was no instrument used to loosen or tighten the device. There were no other patient symptoms or complications associated with the event. There was no patient injury.

Event description:
According to the reporter, catheter was successfully inserted in right jugular vein with good back flow observed and subsequently maintenance dialysis session was completed successfully. During dialysis session, a leakage was observed from the bifurcate (hub) and crack in red (arterial) ultem adapter. There was a blood loss of 5 milliliters but no blood transfusion required. There was no defects/damages found on the bifurcate(hub) where the leak was observed. The catheter was not repaired. Betadine was the cleaning agent used on the insertion site prior to product placement. Betadine and chlorhexidine were the cleaning agents used on the catheter and on the adapters. There was no tego utilized. Nothing unusual observed on the device prior to use. Hand was used to loosen or tighten the adapters and no instrument. No other products being utilized with the device. Dialysis session was stopped immediately. Patientwas shifted to cath lab and new catheter with similar model number was inserted successfully. Good back flow was observed. Patient completed dialysis session successfully. There were no other patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, catheter was successfully inserted in right jugular vein with good back flow observed and subsequently maintenance dialysis session was completed successfully. During dialysis session, a leakage was observed from the bifurcate (hub) and crack in red (arterial) ultem adapter. Dialysis session was stopped immediately. Patient was shifted to cath lab and new catheter with similar model number was inserted successfully. Good back flow was observed. Patient completed dialysis session successfully. There was a blood loss of 5 milliliters but no blood transfusion required. There was no defects/damages found on the bifurcate(hub) where the leak was observed. The catheter was not repaired. Betadine was the cleaning agent used on the insertion site prior to product placement. Betadine and chlorhexidine were the cleaning agents used on the catheter and on the adapters. There was no tego utilized. Nothing unusual observed on the device prior to use. Hand was used to loosen or tighten the adapters and no instrument. No other products being utilized with the device. There were no other patient symptoms or complications associated with the event. There was no patient injury.